Event description:
Per the medical article received from switzerland, "role of imaging in third aortic valve implantation: tav-in-tav-in-sav", the following event was identified as pertaining to an edwards device: an 83-year-old patient with a valve model 3300tfx25mm implanted in aortic position underwent reintervention for a valve-in-valve procedure after an approximate implant duration of 7 years due to regurgitation. A 29mm non-edwards transcatheter valve was implanted within the edwards surgical valve. The aim of this study was to clarify the concept that the surgical valve serves to safeguard against coronary ostium obstruction during transcatheter aortic valve implantation.

Manufacturer narrative:
H11: additional manufacturer narrative: the date of the event is unknown; however, the article was received for publication on june 4th, 2024. Therefore, the date the article was received for publication was used as the occurrence date. The subject device is not available for evaluation as it remained implanted in the patient. Article citation: chen m, michel jm, stahli be, tanner fc, kasel am. Role of imaging in third aortic valve implantation: tav-in-tav-in-sav. Int j cardiovasc imaging. 2024 jul 6. Doi: 10.1007/s10554-024-03175-y. Epub ahead of print. Pmid: 38970733. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (investigation findings and investigations conclusions). H11. Additional narrative/data. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. In addition, the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.